Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by the patient's legal counsel the patient had a third revision of his mesh cranioplasty due to continued pain. The second revision added some pain relief but again the pain became unbearable for the patient, therefore a third cranioplasty and removal of dehiscent titanium mesh was performed. During this revision the surgeon observed a large amount of titanium mesh had become friable, broken and was sticking into the patient's underside of the scalp and into the galea. This was removed piecemeal and all of the pieces were sent to the pathology department. There were no screws mentioned for this revision in the surgeons letter. A subsequent revision surgery was reported for this patient; reference reports 0001032347-2018-00139 and 0001032347-2018-00140.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of photographs and operative reports. The legal document provided 6 intraoperative pictures and 4 postoperative pictures. No product was returned and no functional/material testing or inspections could be performed. No pathology results were provided. No conclusion could be reached as to the cause of the mesh degradation based on the information provided. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. The instructions for use (IFU) of this product states in the section titled possible adverse effects: poor bone formation, osteoporosis, osteolysis, osteomyelitis, inhibited revascularization, or infection can cause loosening, bending, cracking or fracture of the device. Nonunion or delayed union, which may lead to breakage of the implant. Migration, bending, fracture or loosening of the implant. Metal sensitivity, or allergic reaction to a foreign body. Pain, discomfort, abnormal sensation, or palpability due to the presence of the device. Inadequate healing. Apart from these adverse effects there are always possible complications of any surgical procedure such as, but not limited to, infection, nerve damage, and pain, which may not be related to the implant. It also states in the section titled warnings: surgical implants are subject to repeated stresses in use, which can result in fatigue fracture. Factors such as the patient¿s activity level, and adherence to load bearing instructions have an effect on the service life of the implant. The surgeon must be thoroughly knowledgeable not only in the medical and surgical aspects of the implant, but also must be aware of the mechanical and metallurgical aspects of the surgical implants. Implant materials are subject to corrosion. Implanting metals and alloys subjects them to constant changing environments of salts, acids, and alkalis that can cause corrosion. Putting dissimilar metals and alloys in contact with each other can accelerate the corrosion process that may enhance fracture of implants. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.